Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm after infusion set change. Customer's blood glucose at time of incident was 480 mg/dl. Customer's blood glucose at time of call was 409 mg/dl. Customer had contacted their health care professionals regarding the unexplained high blood glucose. After troubleshooting, customer was advised to monitor the insulin pump.